Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the air pump button malfunctioning could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "service manual page 4-21" 1.connection ·check if lv1 scope is connected ·check if rec_fpc, flat cable and pump harness of sub_rece_u were connected to main_nt_assy_2/main_pal_assy_2 securely. .connection u tube_tp chakki_u ·check there is no buckling nor clogging at renketsu u, tube_tp, chakki_u 3.pump0451 main_nt_assy_2/main_pal_assy_2 ·when the air switch is pressed, is the voltage on pin 1 of j403 normal? Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the air pump button on the video system center malfunctioned. The issue was noted to be an occasional fault. The issue occurred during reprocessing, and the unspecified procedure was completed using a similar device. There was no patient harm associated with the event.